Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button switch was an unplugged and damaged rear response button cable. Additionally, the monitor produced a service code 110 (over voltage cleared no energy) during a pulse test.. Insulated gate bipolar transistor (B)(4) was physically damaged, causing the pulse test failure. The root cause for the damaged response button cable and damaged q16 transistor was physical abuse. The monitor enclosure exhibited signs of excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.